Manufacturer narrative:
H6: investigation summary: as the lot number was unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 plunger was stiff and required force to push. Additionally, another syringe leaked vaccine medicine after puncturing the vial. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the plunger is stiff requiring force to push down on the plunger. Some patients have found the procedure uncomfortable." "On second puncture of a vial the vaccine leaked out of the vial along the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe flu plus 0.25-1ml var dose 23x1 plunger was stiff and required force to push. Additionally, another syringe leaked vaccine medicine after puncturing the vial. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the plunger is stiff requiring force to push down on the plunger. Some patients have found the procedure uncomfortable." "On second puncture of a vial the vaccine leaked out of the vial along the syringe."